Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator was alarming vent inoperable, circuit disconnect, low peak inspiratory pressure (pip), low exhaled volume (ve) and motor fault. There was no harm as the patient was switched to alternate ventilation.